Event description:
The customer reported that the device had the service light illuminated and it logged event codes in the memory. Physio-control evaluated the device and verified the reported problem. In addition, physio found that the device would disarm charged energy during a charge test. The device was not able to deliver defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further evaluation of the removed biphasic pcb assembly determined the cause for the malfunction to be a failed diode, designator cr24. Failure of the diode electrically shorted several other components and damaged the pcb.

Manufacturer narrative:
(B)(4) the initial MDR reads: physio-control replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further evaluation of the removed biphasic pcb assembly determined the cause for the malfunction to be a failed diode, designator cr24. Failure of the diode electrically shorted several other components and damaged the pcb. The initial MDR should read: physio-control replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further evaluation of the removed biphasic pcb assembly observed extensive damage/electrical short to several components on the pcb. However, further component cause could not be determined due to the extensive damage to the assembly.